Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, performing x-rays immediately after the procedure to confirm placement, implanting a damaged stimulator, implanting the stimulator after the expiration date, inadequate fixation, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the implanting clinician believes the patient picked at the wound. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as they picked at their wound (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023.